Event description:
Clinician reports normal saline leaks briskly around stylette wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
Clinician reports normal saline leaks briskly around stylette wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
Clinician reports normal saline leaks briskly around stylet wire through the t-lock stopper while preparing the catheter for insertion. No patient or clinician harm reported. The customer returned four devices for evaluation. This report addresses the first device.